Event description:
It was reported that the pump¿s connector/coupler fractured, with the connector breaking off inside the ilet, preventing removal and resulting in loss of insulin delivery. The patient switched to subcutaneous insulin by pen and reported a blood glucose of 500 mg/dl. Symptoms included hyperglycemia. Outcomes included serious illness/impairment, an unexpected medical intervention requiring medication, and a delay to therapy. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the connector/coupler component, consistent with a device fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial